Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "a customer stated in the report receiving a ¿a safety notice that libre 3 plus sensors identified ¿and that the device ¿may not read¿ glucose levels properly and provide ¿incorrect glucose readings.¿  furthermore, the customer stated that there was no problem with their physical edc device in hand other than. That the current sensor serial numbers on the list. That quote may cause hazard if the sensor is used.¿  there is no indication that the customer applied or used the adc device in the report and there is no indication that there was a third-party treatment or intervention, loss of consciousness or seizures or evidence of self-treatment by the customer. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.